Event description:
A lady was injected with radiesse and within a week the periorbital area had cellulitis, the left eye was swollen. A week later the edema moved down to her cheek. The pt came back on (B)(6) 2011, and there was edema in the right cheek. The pt went to the ER two times. During the first ER trip she rec'd prednisone, antibiotics and benadryl. The pt went back to the ER for the left cheek.

Manufacturer narrative:
(B)(4). Add'l attempts to obtain info have been made. If add'l info is rec'd a f/u report will be sent.